Event description:
It was reported the catheter was left in the patient, secured at the groin, after an avm embolization in 2005. Eighteen months later, the patient was reported to have had transient ischemic attacks and CT scan showed the catheter had fractured in the cca. The broken proximal segment of the catheter was surgically removed and the distal segment remained in the patient safely endotheliolized. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.